Manufacturer narrative:
Initial reporter name and address: state: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that device has touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the misalignment in the touch position. The touchscreen was calibrated but did not resolve the problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touch screen flex circuit passes all resistance testing with solid results. The touch screen passed all diagnostics testing and passed all operation testing noted in step 2 of this analysis. The touch screen operates as expected with no issues noted / no problem found.